Event description:
It was reported that a seven day infusor had a leak from the blue cap at the end of the administration tubing. It was indicated that the cap may have been not fastened sufficiently. The infusor was filled with fluorouracil. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot was manufactured between february 25, 2014 and february 26, 2014. The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.